Event description:
It was reported that "the catheter came out of the wings, despite the suture. The catheter is still in the patient, and the wings are attached to the skin. There were no serious consequences to the patient." The associated emdr report for the same patient is 3006425876-2025-00258. Other associated emdr report number is 3006425876-2025-00257.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The photos show the catheter body outside of the catheter/box clamp assembly. The box clamp appears to be partially sutured to the patient but there is no evidence of the catheter juncture hub being sutured to the patient. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not alter the catheter, guidewire or any other kit/set component during insertion, use or removal. Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary. Precaution: minimize catheter manipulation throughout procedure to maintain proper catheter tip position." The IFU also instructs, "a catheter clamp and fastener are used to secure catheter when an additional securement site other than the catheter hub is required for catheter stabilization. After guidewire has been removed and necessary lines have been connected or locked, spread wings of rubber clamp and position on catheter making sure catheter is not moist, as required, to maintain proper tip location. Snap rigid fastener onto catheter clamp. Secure catheter clamp and fastener as a unit to patient by using either catheter stabilization device, stapling or suturing. Both catheter clamp and fastener need to be secured to reduce risk of catheter migration." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the catheter came out of the wings, despite the suture. The catheter is still in the patient, and the wings are attached to the skin. There were no serious consequences to the patient." The associated emdr report for the same patient is 3006425876-2025-00258. Other associated emdr report number is 3006425876-2025-00257.